Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to effusion of the knee post operative at 13 months and loosening of the tibia at the implant to bone interface. It was detected on bone scan and x-ray that the tibial component and femoral component appeared to be loose. During intraoperative examination the femoral component was determined to be well fixed at most interfaces, the tibial component had all four pegs ingrown and showed a slight loosening at the peripheral aspect of the tibial component to bone interface. All components were removed and a crs construct was placed. It should be noted that the patient was non compliant in their rehab and was an active smoker which was not communicated to the surgeon at time of initial surgery. The surgeon determined that he should not have done a cementless construct on this patient and believes this was the reason for revision. Doi: (B)(6) 2019; dor: (B)(6) 2020; right knee.